Manufacturer narrative:
A ge representative evaluated the system and replaced the leg extensions. System operates as intended.

Event description:
Customer reported, a crack in the leg extension. No injury was reported.